Manufacturer narrative:
A steris technician arrived onsite to inspect the scs conveyor system and spoke with user facility personnel regarding the reported event. The technician was informed that an employee had wrongfully loaded a rack onto the scs conveyor system and began to manually push the rack through the pass-through window when the window lowered onto the employee's arm. During the technician's inspection, he found that the conveyor's proximity sensors were damaged and required replacement. The technician replaced the proximity sensors, tested the scs conveyor system, and found the unit to be operating properly. The scs conveyor system was installed at the customer's location in 2015 and is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance activities. The user facility stated that their biomed department has not performed any preventive maintenance to the scs conveyor system since the unit was installed in 2015. The operator manual states (pg. 2-1), "the amsco automated pass-through window must be inspected by a qualified service technician at least once each year while referring to maintenance manual, 10089051". A steris account manager performed in-service training on the proper use and maintenance of the scs conveyor system. The user facility is looking into options to have the unit serviced by steris and no additional issues have been reported.

Event description:
The user facility reported that an employee injured their arm while attempting to pass a rack through the pass-through window of an scs conveyor system. The employee sought medical treatment and has returned to work